Manufacturer narrative:
(B)(4) review of pre-implant CT¿s confirmed that the patient had a type b descending dissection which extended from just distal to the lsa, and into the abdominal aorta (most distal view on CT¿s). The approximate flow lumen diameter at the level of the ascending thoracic measured 36mm, and near the lcca measured 34mm. The maximum false lumen diameter at the arch was 52mm, and at the mid-descending thoracic the f-l diameter was 40mm and the t-l diameter was 30 x 9mm. At the level of the celiac the f-l diameter was 31 x 18mm and the t-l diameter was 26 x 11mm. The cause of the retrograde type a dissection occurring 2 weeks post-implant could not be determined from the pre-implant films prov ided. Images during and post-implant were not available for review, and the stent graft in-vivo configuration could not be assessed. It is possible that the stent graft bare springs may have contributed to the event. The patient¿s pre-existing type b dissection also may have contributed.

Event description:
A valiant stent graft system was implanted in patient for treatment of 24 cm thoracic type b dissection. The left subclavian artery was intentionally covered. It was reported that the patient presented with a type a retrograde dissection. The patient underwent an emergency surgery, and it was found the only tear was at the bare metal stent of the valiant stent graft. The bare metal stents of the valiant stent graft was in the false lumen of the type a dissection. The physician removed the bare metal stents of the valiant stent graft. A dacron graft was sewn in with one end onto the valiant stent graft and the other end onto the aorta. A de-branching graft was also sewn onto the dacron graft. The event was resolved. Per the physician, the cause of the type a retrograde dissection was due to the bare metal stent of the valiant stent graft. No additional clinical sequelae was reported and the patient is fine.